Event description:
It was reported that during the procedure it was difficult to insert the anchoring plate. When the implant holder was removed it was noticed that the cage was broken. The cage was removed and replaced with an alternate to complete the case. There were no reported patient impacts or significant surgical delays.

Manufacturer narrative:
(B)(4). The complaint is unrefuted for one (1) out of one (1) roi-c cage (part number mc1351p) for the reported failure of fracturing during plate insertion. The severity of this event is 1 (dt-14-04im-02) or 0 (rmr-00114). A full investigation of the cause and contributing factors of this event as well as the quarterly update to this risk evaluation assessment can be found in etm-00425. Labeling was reviewed in this etm and found to be adequate. The device was likely conforming when it left zimmer biomet's control. No action is recommended. Device evaluation: the part and lot numbers on the product matched the information in the complaint file. The damaged cage is visible in images attached in the complaint file; this portion of the complaint is confirmed. The plastic is significantly worn down. The anchoring plate has a few scratches, but other than that it appears to have no deformities. Functional test cannot be performed because the part was not returned to the westminster facility. DHR review and related actions: per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Device use and compatibility: this devices are used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Corrective/preventive action: no corrective or preventive actions are recommended at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and, or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure it was difficult to insert the anchoring plate. When the implant holder was removed it was noticed that the cage was broken. The cage was removed and replaced with an alternate to complete the case. There were no reported patient impacts or significant surgical delays.